Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under deep sedation. Venous access was obtained and a watchman access system was) was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was inserted into the was and after insertion, a small amount of air was confirmed in the left ventricle under fluoroscopy. The procedure continued and the wds was deployed and the closure device was implanted. The wds was removed and a pigtail catheter was inserted into the left ventricle through the was, and a very small amount of air was aspirated, however, the agitated air had diminished and disappeared by that point so the procedure was concluded. No st elevation was noted. The patient returned to the ward.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under deep sedation. Venous access was obtained and a watchman access system was) was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was inserted into the was and after insertion, a small amount of air was confirmed in the left ventricle under fluoroscopy. The procedure continued and the wds was deployed and the closure device was implanted. The wds was removed and a pigtail catheter was inserted into the left ventricle through the was, and a very small amount of air was aspirated, however, the agitated air had diminished and disappeared by that point so the procedure was concluded. No st elevation was noted. The patient returned to the ward. It was further reported that since there was no adverse event with the patient, the patient must have already been discharged although this has not been confirmed. The imaging used intraprocedure was transesophageal echocardiogram (tee). No further information was provided.

Manufacturer narrative:
A2: information added. A3a: information added. B5: information added. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.